Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The pt complained that a result of 142 mg/dl was inaccurately elevated in 2009, the day of her call. The time was not provided. The pt alleged that 10 mins after testing, she experienced a cold sweat. The pt, whose daily regimen is metformin, reportedly took no action after the result and received no treatment. Because the pt's symptoms meets the criteria for serious injury and allegedly started after the alleged product issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.